Event description:
Reportable based on analysis on (B)(4) 2013 should have said reportable based on analysis completed on (B)(4) 2013.

Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during an unspecified treatment procedure, the core wire was unraveled. The target lesion was located in an unspecified coronary vessel. The st/038/145 amplatz super stiff guidewire was selected to cross the lesion. While using inside the patient, the wire uncoiled. The procedure was completed with another of the same device. No complications were reported and patient status is fine. However, returned device analysis revealed the corewire was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was received with its original pouch. After visual inspection before decontamination process, device presents the distal end unraveled and the coilwire of the distal end unraveled and the corewire fractured on the distal tip, next to the ballweld. All the outer diameter (od) were taken and all of them are according specifications. The overall length of the guide wire could not be measured due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).